Event description:
Over the last month various physicians have used this clamp and it has opened after closure on baby's umbilical cord. This incident on 10/29/97 involved some bleeding on the part of the newborn. The delivery was very normal and during the recovery time the mother was nursing her newborn and noted bleeding. Upon examination of the infant it was determined that the cord clamp had slid off. Another clamp was immediately placed on the infant and a full cbc was done.